Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 72 mg/dl at the time of the call. The stated that they had breakfast then went to church where they passed out from low blood glucose. The customer did no receive alarms from the insulin pump to warn the customer that they were running low. The customer was transported by paramedics to a hospital where they were treated. The customer stated that their insulin pump would falsely alarm in the middle of the night of low blood glucose but their blood glucose would be normal. The customer had an EKG performed on them and was released. The customer did not return the product back for analysis.